Event description:
The consumer reported that a power on reset (por) message was seen on the programmer. The patient thought the implantable neurostimulator was on during spinal surgery. There were no patient symptoms reported. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. No further information was provided about this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.